Event description:
It was reported that: on (B)(6) 2007, an MRI indicated ¿¿l5-s1 level, there is disc desiccation¿¿ on (B)(6) 2008, the patient received a facet block, reported 30-40% reduction for 3-4 hours then pain returned. On (B)(6) 2008, the patient had a diskogram that indicated ¿l5-s1 caused 6/10 central and paracentral concordant back pain.¿ the patient was identified as ¿a good candidate for l5-s1 tlif fusion.¿ CT lumbar spine w/o contrast indicated ¿grade ii discogram at l4-5, grade iii-IV discogram at l5-s1¿. On (B)(6) 2008, the patient underwent l5-s1 transforaminal lumbar interbody fusion (tlif) left-sided using boomerang cage, posterior tsrh pedicle screws, local morcellized bone graft, and rhbmp-2/acs to treat l5-s1 degenerative disk disease with radiculopathy. No complications were reported. Patient was discharged on (B)(6) 2008. On (B)(6) 2008, the patient returned for a follow-up. Per the medical records, the follow-up notes indicate the patients ¿left-sided si and leg symptoms have essentially resolved.¿ per the medical records, x-rays ¿demonstrate instrumentation to be in good position. Bone graft appears to be well placed in the intervertebral space¿¿ on (B)(6) 2008, the patient returned for a follow-up. Per the medical records, the patient is very stiff and has some aching in his back. The patient started on celebrex. On (B)(6) 2008, the patient returned for a follow-up. Per the medical records, the patient continues with axial low back pain approximately 30% to 40%. Patient identifies that he has been previously diagnoses with psoriatic arthritis in the past. On (B)(6) 2008, the patient had a CT scan of lumbar spine that indicated a solid posterolateral fusion at the l5-s1, and appeared to be a solid interbody fusion at l5-s1. Posterior lytic area noted in l5 body. On (B)(6) 2008, the patient returned for a follow-up. Per the medical records, the patient is ¿sore¿ in his back. The patient has been in therapy. On (B)(6) 2009 ¿ patient impairing rating on (B)(6) 2009, the patient presented with sore and achy back and his back pain is becoming worse and spine is becoming more stiff. Per the medical records, x-rays were reviewed and indicated the ¿prior fusion at l5-s1 that looks to be solid¿¿ on (B)(6) 2009, the patient presented with pain in the l4-l5. MRI was ordered and performed the same day. MRI indicated prior tlif at l5-s1 and cage appeared to be in appropriate position. Posterior cyst in the midbody of l5, which is not effacing or compressing any neurologic structures. Small radiolucent bmpoma in left lateral foramen. L4-l5 appears to be normal. On (B)(6) 2009, the patient underwent a bilateral l5-s1 tf esi under fluoroscopic guidance. Indications reported at lumbar ddd and lumbar radiculitis. On (B)(6) 2009, per medical records, patient had a facet block at l4-l5 with not relief. It was reported, ¿the CT scan will determine if he has any heterotopic bone or failure of fusion. If the CT scan shows a solid fusion without root compression then he is going to be a chronic pain syndrome patient.¿ on (B)(6) 2009, the patient had a CT scan of lumbar spine that indicated ¿there is no evidence of any significant bmpoma or heterotropic bone formation noted in the canal.¿ on (B)(6) 2009, the patient presented with significant low back pain, per medical records, hardware removal was discussed. On (B)(6) 2010, the patient underwent l5-s1 removal of the spinal hardware to treat chronic lower back. No complications were reported. Patient was discharged on (B)(6) 2010. On (B)(6) 2010, patient phoned the physician with night chills and low back pain. The patient was instructed to see the ER physician, and post op incision was assessed. Duricef was prescribed. On (B)(6) 2010, the patient presented with low back pain and was instructed to start physical therapy. On (B)(6) 2010 imp rating for patient on (B)(6) 2010, patient presented with increased pain symptoms of glutes an si joints. MRI was ordered on (B)(6) 2010 patient presented with back pain, treatment with medication. On (B)(6) 2010, patient presented with pain that is aggravated by mechanical activity. Per the medical records, x-rays showed a solid posterolateral fusion and solid fusion interbody at l5-s1. L4-l5 showed a slight retrolisthesis. Some mild degenerative facet disease at l4-l5 on the right. On (B)(6) 2011, patient presented with back pain and restlessness. Continued on medication. On (B)(6) 2011, patient presented with low back pain and received new x-rays and a MRI. MRI shows good fusion at l5-s1 with no evidence of recurrent compression. L4-l5 disk ¿looks great but there is degenerative facet disease bilaterally.¿ x-rays showed ¿solid fusion at l5-s1 with tlif¿.l4-l5 degenerative facet disease and unilateral left-sided collapse of about 5 degrees¿. Assessment was ¿this can be treated more likely than not with facet blocks.¿ on (B)(6) 2012 the patient present with low back pain and for trigger point injection in his low back. Received three trigger point injections. Treatment with medication. On (B)(6) 2012, patient presented with chronic back, buttocks, and thigh pain following facet blocks. No evidence of radiculopathy or myelopathy. X-rays indicated ¿the l4-l5 disk appears to be normal but slightly angulated measuring approximately 6 degrees of angular collapse on the left. There is a very slight non scoliotic curve in the lumbar spine to compensate for this.¿ per medical record, assessment ¿ I believe this is now chronic neuropathic pain¿¿. On (B)(6) 2013, the patient presented with back pain, insomnia, and depression. Per the medical records, ¿his neurosurgeon has recommended a thalamic stimulator for pain.¿ on (B)(6) 2013, an MRI indicated ¿l3-l4 shows mild facet arthrosis¿, ¿l4-l5 shows moderate end plate and moderate facet arthrosis. Mild central spinal stenosis 9 mm ap dimension¿ and ¿l5-s1 shows postoperative changes posterior bony fusion and inner body plug placement. No recurrent bony stenosis or disc herniations¿.

Manufacturer narrative:
Concomitant product: boomerang cage, tsrh pedicle screw instrumentation (implant (B)(6) 2008; explant (B)(6) 2010). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.